Event description:
According to the customer on (B)(6) 2026, "commode broke and because of that she fell into tub."

Manufacturer narrative:
According to the customer on (B)(6) 2026, "commode broke and because of that she fell into tub." The customer reported that she had to "call ems who took her to the emergency room." The customer reported receiving pain medication in the emergency room and was sent home with a prescription of "hydrocodone." Customer noted she had to "follow up with her primary care provider on (B)(6) 2026 for further evaluation." Per the customer, she "did not break any bones" but reported "multiple bruises" and being "terribly sore" following the incident. No further information is available regarding the customer reported incident at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.